Event description:
There was a report that "power shuts off" and no visible or audible alarms, with a feeding pump. It was reported that the nurse found that the feeding pump had shut off and no alarm was heard. It was reported that the feeding tube had clogged due to the feeding being stopped. It was uncertain how long the pump had been off, so it was uncertain how much of the feeding the patient received.